Event description:
Event description guidant received information that during the implant of this left ventricular lead, the impedance measurements taken through a medtronic pacing system analyzer (psa) was very high. When the lead was connected to the pacemaker, the impedance was na.